Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient's representative reported rupture and capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
Clarification a2: patient's date of birth (B)(6)1986 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified two devices, a device appears to be intact, yellow biological tissue in the surface of the shell the other device have an opening. The device is not labeled by side explanted. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient's representative reported capsular contracture baker grade IV. The device has been explanted.

Event description:
Patient's representative reported rupture and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.